Event description:
The reporter states doing meter to lab comparison tests, minutes apart. Rptr's meter test (capillary) test was reported as 66, and the venous lab test result was 240mg/dl. Rptr did not have any symptoms. During initial troubleshooting, rptr meter had to be reset from mmol/l. A control test was in range, 124 (97-145). On f/u, the rptr did not confirm the info reported regarding the incorrect meter setting, and did not care to provide further info no harm was alleged.